Event description:
It was reported via the sales rep, (B)(6), that during a posterior lumber interbody fusion (plif) procedure, the surgeon, (B)(6), had placed 6 radius pedicle screws in l4, l5 and s1. The sales rep was present during the procedure and further reported that the surgeon had completed the disk space preparation and had inserted the right side cage (size 9 x 25 x 4) in accordance with the operation technical guidance. The sales rep further reported that the second cage was inserted following the operation technical guide's advice using a toffee hammer to ensure correct placement. The sales rep further stated that an x-ray was performed to ensure correct placement, however, when viewed, it was alleged that the cage had...

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.